Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system. The patient underwent a revision procedure in which the ipg was replaced. We completed a good faith effort to obtain the information, if additional details become available, a supplemental report will be submitted. Additional information was received stating that the patient did not undergo an ipg revision procedure. It was clarified that the patients' charger was not functioning as intended and was replaced, the patients' charging difficulty was resolved and is doing well.

Manufacturer narrative:
Block d4 and g1: we completed a good faith effort to obtain the information, because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. The device serial number is not available, as the device has not been returned.

Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system. The patient underwent a revision procedure in which the ipg was replaced. We completed a good faith effort to obtain the information, if additional details become available, a supplemental report will be submitted.